Event description:
One day post-implant, low sensing and high capture thresholds were observed. At next follow-up, patient complained of sensation in stomach. There was no lead capture. X-ray confirmed lead perforation. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.